Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported by a tm - the site rite was being glitchy and the screen froze and then had an error code e-205. I restarted the ultrasound and the error code flashed again on the screen and did a weird glitch thing again. No other information was provided.

Event description:
It was reported by a tm - the site rite was being glitchy and the screen froze and then had an error code e-205. I restarted the ultrasound and the error code flashed again on the screen and did a weird glitch thing again. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to service facility for evaluation. During evaluation, the reported issue of the unit is giving error codes was confirmed. The unit is giving a ec202 and ec205 errors due to the beamformer power cable was just barely out of its port and is manufacture related.